Manufacturer narrative:
Product complaint # (B)(4).date sent to the FDA: 3/21/2025this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.h3 investigational summary: the product was returned to ethicon for evaluation. One top folder, one detached needle and two suture pieces were received for analysis. Product code v393g. The visual assessment of the returned detached needle shows that the hole and swage area were crushed. The barrel hole was examined, and remnant of suture was observed. In order to evaluate the condition of the returned sample, the suture pieces were received damaged (some crushed on the body), and the extremes were noted to be cut possibly caused by a surgical instrument. Beside that body fluids were noted along the strands. As per the conditions of the returned sample, no conclusion could be reached on the cause of the reported event. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. The needle fell off during the surgery on the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the date of the incident was (B)(6) 2024. Were there patient consequences? If yes, please specify. No patient consequences. Lot number? Tkbccgq0. Name of the procedure? Tooth removal. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle pulled off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Did the needle fall into the patient? No if so, please provide the following information: were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? Does the needle remain in the patient¿s tissue? "What tissue structure is it located? Size of the needle retained. Are any plans in place to remove the needle piece in future?". This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.